Event description:
The customer reported to olympus that during a therapeutic thoracic surgery, this laparoscopic trocar blade came apart and fell into the patient's chest cavity. The obturator was retrieved from the patient. The procedure was completed. There were no reports of patient or user harm associated with this event.